Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) classified termination of events due to atrial undersensing and patients arrhythmia appeared to continue.

Manufacturer narrative:
Concomitant medical products: product ID 6948-65 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated occasional atrial lead undersensing during atrial arrhythmia episodes on stored electrograms. The atrial lead remains in use. No patient complications have been reported as a result of this event.